Manufacturer narrative:
Estimated event date. A medtronic representative went to the site to test the equipment. Testing revealed that the ethernet bulkhead connector assembly required replacement. The imaging system then passed the system checkout and was found to be fully functional. The ethernet bulkhead connector assembly was returned to the manufacturer for analysis. Visual inspection failed, and analysis found that the cat 5 connector contained bent/damaged pins inside the coupler connector causing the connection problem. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that the imaging system and navigation systems were not communicating. The network port on the navigation system was bypassed, then the mobile viewing station (mvs) and the navigation system were rebooted. The issue did not resolve and verification to the navigation system failed. An alternate navigation system was brought in, which did not resolve the issue. Surgery was completed without the use of the imaging and navigation systems, with a delay of 35 minutes. There was no reported impact on patient outcome.